Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to call back if the malfunction code appeared again and understood the instructions.